Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code was triggered due to battery depletion. The log review indicated that, concurrent with the service code, the AED was alerting a "replace battery pack now" warning. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.